Event description:
It was reported the device was used during a cystectomy with ileo-loop diversion. It was reported the mcl20 was scissoring during firing. It was reported the surgeon opened (8) mcl20s during the case. Not all mcl20s were used on the pt but were fired to determine if they worked.